Event description:
Pt sustained an injury to her eye after wearing contact lenses that were purchased without a prescription at a clothing store. At this time, she is slowly regaining vision in eye but does not know if it will return to normal.